Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-00543. It was reported that the patient experienced lead migration. The patient reported not getting any pain relief due to the left lead migrating down. The patient was reprogrammed, but it did not resolve the issue. The patient may undergo surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Follow up information received that the patient underwent surgical intervention in which the system was explanted.